Event description:
A us distributor contacted zoll to report that a patient passed away on(B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 10:03:58 on (B)(6) 2023. At 13:26:38, an arrhythmia was detected. ECG shows vt @ 230 bpm degrading to vf with CPR/motion artifact and electrode lead falloff. CPR/motion artifact prevented the lifevest from detecting and treating the patient. At 13:27:48, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was CPR/motion artifact and electrode lead falloff. The device was shut down at 13:48:32 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The device was started up at 10:03:58 on 10/4/2023. At 13:26:38, an arrhythmia was detected. ECG shows vt @ 230 bpm degrading to vf with CPR/motion artifact and electrode lead falloff. CPR/motion artifact prevented the lifevest from detecting and treating the patient. At 13:27:48, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was CPR/motion artifact and electrode lead falloff. The device was shut down at 13:48:32 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received a non-lifevest defibrillation. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.